Event description:
It was reported that the patient presented to the clinic for follow-up. Device interrogation revealed that the right ventricular (rv) lead exhibited low r-wave amplitude and high capture threshold. An x-ray was performed and revealed that the rv lead had lost its slack and was dislodged. During the revision surgery, the physician was not able to extend the helix of the rv lead. The rv lead was explanted, and the physician elected to complete the procedure with a different lead. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil at the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the over torqued inner coil and the helix clogged with blood/tissue. The reported events of unacceptable capture threshold and r-wave amplitude variation were not confirmed. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.